Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery door was cracked. A review of the event history log (ehl) identified depleted battery alarm several times. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was due to normal wear as the battery pack was over 6 years old. Replaced battery. Performed power up and self-test.

Event description:
It was reported that the pump would not turn on. No patient injury was reported.